Manufacturer narrative:
Invacare awareness date (B)(4) 2012. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.

Event description:
Provider states part of hanger that attaches to chair bent together. They did get them opened but will not lock into place.